Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that when implanting the second implant to the patient the implant did not fire. They tried multiple times to fire the second implant, but it did not succeed.